Manufacturer narrative:
Age/date of birth at time of event were not provided. (B)(4). Approximate age of device ¿ 8 months. The explanted device was not available to be returned for evaluation as it was disposed-of by the center. A correlation between the device and the reported driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed a pseudomonas infection at the driveline exit site. The infection occurred after the patient returned home from travelling on vacation. The onset and duration of the infection was not reported. The pump was reported to be functioning as intended; however, to prevent the development of a pump-pocket infection, the implanting center made a decision to exchange the lvad. A pump exchange was performed on (B)(6) 2015. The explanted pump was disposed of following the exchange. No further information was provided.